Event description:
The reporter stated that the device result was 520 mg/dl with a repeat result of 94 mg/dl. No actions were taken and no medical treatment occurred. The device was replaced and requested to be returned for evaluation.